Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the keyboard is not working properly. No pt injury was reported.